Manufacturer narrative:
All buttons functioned properly however, the insulin pump had a corroded keypad traces during visual inspection. The insulin pump received with peeling keypad overlay, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Event description:
It was reported that the buttons on the insulin pump came loose. It was also reported that there are cracks on the insulin pump. Customer's blood glucose level at the time 158mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.